Event description:
Additional information: reportedly, the patient developed peritonitis, however, no perforation within the patient was found. Additionally, the patients progress was observed post procedure by the physician and no special treatments were performed to address the alleged patient perforation. The physician commented that he took a deep biopsy bite and that may have caused the perforation. The patient has since been discharged from the hospital

Manufacturer narrative:
The date of event is unknown; however it was reported to have occurred approximately three months before the reported date of (B)(4), 2011. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used for biopsy collection from the appendix. According to the complainant, during the procedure, tissue sample was collected from the patient's appendix when a perforation occurred. No device anomaly or malfunction was reported. No further patient or procedure specifics could be provided. The patient's current condition has been reported to be good.

Manufacturer narrative:
(B)(4).